Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule stopped transmitting to the recorder. The customer stated that the bravo recorder was fully charged prior to the start of the 48 hour study. The customer is unsure if a repeat procedure will be necessary. No other known adverse events were reported.